Manufacturer narrative:
(B)(4). The device involved in the event was not returned to pentax medical after the event occurred. This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical received information which stated a colonoscopy was being performed with pentax model ec-3490lk/serial (B)(4) and a boston scientific hemostasis resolution clip was deployed. The colonoscopy was continued, reaching the cecum and continuing to visualize and inspect the colon while withdrawing the video colonoscope. The r.n./technician stated the clip was not visualized during the withdrawal, however, it was not being looked for. Pre-cleaning was performed on the device in the procedure room. The device was then taken to the decontamination room and reprocessed per the policy and procedures set by the manufacturer which include leak testing, use of the scope buddy, and placing the device in the automated endoscope reprocessor (aer) for high level disinfection. The aer cycle completed, the device was purged with alcohol, a ticket was applied and the device was hung in the closet. The following business day, (B)(6) 2012, the same device was used on the second patient of the day to perform a colonoscopy with a biopsy. After the procedure was completed, the device was taken to the decontamination room to be reprocessed. During reprocessing, the technician found a resolution clip at the bottom of the sink. The facility stated the sink water is drained and the sink is cleaned between each endoscope reprocessing. The facility interviewed are parties involved (i.e. R.n., m.d. And technicians) in regards to the event. The facility also stated a call was placed to boston scientific informing them of the event. The device involved in the event was not returned to pentax medical after the event occurred. The pentax reprocessing IFU intended for this model endoscope provides instructions for manual cleaning. Several different pentax brushes are provided with the endoscope for reprocessing. Pentax recommends that only pentax cleaning brushes, pentax approved enzymatic detergents and high level disinfectants are used. Pentax cleaning brushes have been specifically designed to clean various pentax internal channel systems and valves/ports/cylinders. In addition, according to the reprocessing IFU, after the detergent is flushed into each of the channels using a syringe, the endoscope is rinsed with clean water to remove residual detergent and debris. The internal channels are purged, the endoscope is immersed in disinfectant, disinfectant is flushed into each channel using a syringe, and air is flushed to purge disinfectant from the channels. The endoscope is rinsed again with sterile water, and alcohol rinse is then used, followed by forced air to thoroughly dry all surfaces. Pentax concluded that, during the first procedure performed on (B)(6) 2012, it may be possible that the boston scientific hemostasis resolution clip did not properly deploy from the catheter and when retrieved back through the endoscope, it became lodged in the operation channel. Since the physician was not looking for the clip, it remained unknown that the clip was lodged in the operation channel of the endoscope. Boston scientific hemostasis resolution clip(s) were not used on the second patient of the day on (B)(6) 2012. Therefore, it is possible that the mechanical cleaning (i.e. Brushing) performed on the endoscope was not performed properly as per pentax reprocessing IFU intended for this model endoscope. Pentax medical initiated a corrective action request for the manufacturer to further investigate and implement any corrective actions, if necessary. A device history review was performed on (B)(6) 2016 confirming the video colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.